Event description:
It was reported the pt was scheduled to be explanted due to ineffective stimulation. It was reported the pt has a history of severe depression, and it has been difficult to keep his pain under control. F/u identified his system was removed on (B)(6) 2013. The explanted devices will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.